Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the reported issue could not be determined. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Note: at this time, the DHR for the device is unable for review. As a result, the manufacturing records could not be reviewed for this device and the complete UDI and manufacturing/expiration dates could not be confirmed. The lot met all acceptance criteria for release.

Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the reported issue could not be determined. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Note: at this time, the DHR for the device is unable for review. As a result, the manufacturing records could not be reviewed for this device and the complete UDI and manufacturing/expiration dates could not be confirmed. The lot met all acceptance criteria for release.

Event description:
It was reported that the tuftex otw balloon ruptured after insertion to remove blood clots. The device was pre-checked prior to use. A replacement device was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
The device was received for investigation. The reported problem was observed. The balloon was found ruptured. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. Due to the increased rate of occurrence of this issue CAPA 2024-007 was previously implemented to document the investigation of the failure. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements.